Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/24/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent a procedure with a navistar thermocool catheter and suffered a cardiac tamponade, which required a punctured to relieve pressure on the patient¿s heart. During the procedure, the carto displayed error 105 magnetic sensor error. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then the catheter was tested per the reported event on eeprom and calibration test and the catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. An internal corrective action has been opened for further investigation on biosensor failures inside epoxy. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The customer complaint has been verified for magnetic sensor error. However the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6), male, underwent a procedure with a navistar thermocool catheter and suffered a cardiac tamponade, which required a punctured to relieve pressure on the patient¿s heart. During the procedure, the carto displayed error 105 magnetic sensor error. The cable was changed with no resolution. The catheter was changed and the problem resolved. Approximately two hours after the procedure the patient had a pericardial effusion. The effusion had to be punctured to relieve pressure on the patient¿s heart. The effusion came back two times after the puncture. The patient stayed under observation in an intensive care unit overnight. The patient was reported to be in stable condition at the time the complaint was reported. The physician could not find any clear reasons for the event as during the procedure went fine. It is unsure if the catheter was directly related to the adverse event. Additional information was received on the event. A transseptal puncture was performed with a st. Jude medical brk-1 needle. Anticoagulation was given to the patient and maintained at 300-350 seconds. The physician is not completely sure as to the cause of the adverse event, however it is believed to be most likely procedure related. Settings during the event include: power control mode - anterior wall 30-35 watts and posterior wall and carina 25 watts / irrigation flow settings 17ml for less than 30 watts, 30ml greater than 31 watts / st. Jude medical agilis nxt 8.5f and swartz lamp 8f sheaths used.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).